Event description:
It was reported the lead demonstrated high impedance measurements approximately two weeks post device change out. Follow up disclosed there was a setscrew problem. The lead and device were revised and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.